Event description:
It was reported during implant of leadless implantable pulse generator (ipg) that the patient experienced cardiac arrest and cardiac perforation of right ventricular (rv) vessel leading to pericardial effusion and cardiac tamponade. Pericardiocentesis was performed and cardiopulmonary resuscitation measures were taken. The device and the delivery system were attempted but not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.